Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a scheduled generator change. Prior to the procedure, the right ventricular(rv) lead exhibited noise and the right atrial(ra) lead exhibited noise leading to oversensing and inappropriate automatic mode switch. The ra and rv leads were explanted and replaced on (B)(6) 2022. The patient condition was stable post-procedure. Related manufacturer reference number: 2017865-2022-05596.

Manufacturer narrative:
The reported event of over-sensed noise was confirmed. As received a partial lead was returned in two pieces. Visual examination found three full breach insulation degradations on the distal region exposing the outer coil. The cause of the reported event was isolated to the exposure of the outer coil in the degradation zone.